Event description:
Bayer case number: (B)(4) I couldn't move my pelvis anymore [pelvic pain female], there were enormous blisters around the implants [genital injury], I had appalling abdominal pain [abdominal pain] , moving from a sitting to a standing position was an ordeal [mobility decreased] , I also suffered from tinnitus [tinnitus] . Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of pelvic pain ("I couldn't move my pelvis anymore") and genital injury ("there were enormous blisters around the implants") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital injury (seriousness criterion medically important), abdominal pain ("I had appalling abdominal pain"), mobility decreased ("moving from a sitting to a standing position was an ordeal") and tinnitus ("I also suffered from tinnitus"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, genital injury, mobility decreased, pelvic pain and tinnitus to be related to essure administration. The reporter commented: in 2015, I had the implants inserted. I never wanted to have children. I requested a tubal ligation, but I was told that was obsolete, that these implants were safe and they would work really well,¿ she says. After fifteen days, I felt that there was a problem, I had the impression that it was moving across my stomach. I went to see the gynecologist, who told me that everything was fine.¿ she recalls. I had appalling abdominal pain; I couldn't move my pelvis anymore. Moving from a sitting to a standing position was an ordeal. I also suffered from tinnitus,¿ she adds. In (B)(6) 2017, he operated on me. My fallopian tubes had reacted. There were enormous blisters around the implants. He had to proceed to a total hysterectomy. That¿s pretty violent¿¿ says patient. I felt robbed of my femininity when I underwent the removal of my reproductive organs. It was very had for me to accept,¿ she says. Patient is one of the women who have filed a class complaint against the laboratory bayer, with the association resist and the support of the dante board of lawyers, which supports the victims of damage associated with health products, such as mediator, for example. This complaint was unsuccessful 2022, despite the scientific study concluding in the existence of the toxicity of the implants. Further company follow-up with the reporter or the healthcare professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). I couldn¿t move my pelvis any more [pelvic pain female] there were enormous blisters around the implants [genital injury] I had appalling abdominal pain [abdominal pain] moving from a sitting to a standing position was an ordeal [mobility decreased] I also suffered from tinnitus [tinnitus] case narrative: this spontaneous case describes the occurrence of pelvic pain ("I couldn¿t move my pelvis any more") and genital injury ("there were enormous blisters around the implants") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital injury (seriousness criterion medically important), abdominal pain ("I had appalling abdominal pain"), mobility decreased ("moving from a sitting to a standing position was an ordeal") and tinnitus ("I also suffered from tinnitus"). The patient was treated with surgery (total hysterectomy). Essure was removed in november 2017. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, genital injury, mobility decreased, pelvic pain and tinnitus to be related to essure administration. The reporter commented: in 2015, I had the implants inserted. I never wanted to have children. I requested a tubal ligation, but I was told that was obsolete, that these implants were safe and they would work really well,¿ she says. After fifteen days, I felt that there was a problem, I had the impression that it was moving across my stomach. I went to see the gynecologist, who told me that everything was fine.¿ she recalls. I had appalling abdominal pain, I couldn¿t move my pelvis anymore. Moving from a sitting to a standing position was an ordeal. I also suffered from tinnitus,¿ she adds. In (B)(6) 2017, he operated on me. My fallopian tubes had reacted. There were enormous blisters around the implants. He had to proceed to a total hysterectomy. That¿s pretty violent¿¿ says patient. I felt robbed of my femininity when I underwent the removal of my reproductive organs. It was very had for me to accept,¿ she says. Patient is one of the women who have filed a class complaint against the laboratory bayer, with the association resist and the support of the dante board of lawyers, which supports the victims of damage associated with health products, such as mediator, for example. This complaint was unsuccessful 2022, despite the scientific study concluding in the existence of the toxicity of the implants. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: quality safety evaluation of ptc. Upon internal verification primary reporter changed from other health case professional to other. Further company follow-up with the reporter or the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.